Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed)

Event description:
It was reported that the patient experienced adhesive issues with three infusion sets on (B)(6) when the tubing caught or the pump fell causing the sets to be pulled out and the blood glucose level was high and was treated with a correction injection via multiple daily injections.